Manufacturer narrative:
System was used for treatment. Kit lot d362 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break, alarm #7: blood leak? (Centrifuge chamber) or damaged parts/components. Corrective and preventive actions have been initiated for drive tube leak/breaks. Service order feedback is still pending at the time of this report. A supplemental report will be sent once service order feedback has been received. Photos associated with the complaint was returned for analysis. The drive tube, near the upper bearing stop, appeared to be damaged. Review of the customer supplied photos confirmed a drive tube leak. The root cause of the reported leak is likely that an upper bearing stop delaminated and allowed the upper drive tube to twist and break. The upper drive tube twist is the site of the blood leak. A corrective and preventive action has been initiated for drive tube leak/breaks. (B)(4). Device not returned.

Event description:
Customer called to report blood leak near upper bearing of drive tube at 1404 ml whole blood processed. Customer said drive tube, near upper bearing drive tube stop, appeared to be damaged. Customer said fluid leak detector strip was damaged. Customer requesting service. Patient reported to be stable. Service was dispatched. Customer submitted photos for evaluation.

Manufacturer narrative:
Service order (B)(4) feedback received: service engineer cleaned centrifuge, bearing drive tube clips, centrifuge bowl leak detector, centrifuge door and air detectors, and then performed system checkout procedure successfully. The investigation conclusion and codes, included in initial report, are not affected by this additional information regarding the service order feedback. (B)(4).